Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient's initial reason for call had been to inquire about compatibility for their current system for 3 separate tests: a dexa-scan, a diagnostic ultrasound of their veins and arteries and and EKG. Patient services reviewed this information with the patient with the help of the lionbridge language line. Patient reiterated that their previous implant was replaced with their current implant because it was giving them "issues" and that it only lasted 8 years instead of the 10 years it was supposed to last so they had to get a new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they had a replacement and the previous device didn't work properly. They stated that it was placed in the wrong place and it was making them feel pain. Patient also stated that since the new implant the symptoms were getting better.